Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to observe since it is a medical event and is not related to the device. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Edema: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Yellow encapsulation was observed on the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side "pain", "rupture" and "exchange from textured to smooth breast implants due to concern with the product." Later, healthcare professional confirmed left side "pain", "rupture" and "exchange from textured to smooth breast implants due to concern with the product." Patient additionally reported "extremely painful and feels larger and swollen x1 week". Healthcare professional additionally reported left side "discoloration" observed during surgery. Device has been explanted.

Event description:
The device has been explanted.

Event description:
Patient reported left side "pain", "rupture" and "exchange from textured to smooth breast implants due to concern with the product." Later, healthcare professional confirmed left side "pain", "rupture" and "exchange from textured to smooth breast implants due to concern with the product." Patient additionally reported "extremely painful and feels larger and swollen x1 week". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "pain", "rupture" and "exchange from textured to smooth breast implants due to concern with the product". Healthcare professional confirmed the reported events. Device remains implanted.